Event description:
It was reported that the wake button was not working. Trouble shooting with tandem technical support determined that the pump is functioning as intended and the pump display turned on as designed. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by a manual insulin injection

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.